Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as the touchscreen was not working. The customer informed the remote service engineer (rse) that this touchscreen issue is a fairly recurrent failure and was previously resolved by an authorized service provider (asp); however, the touchscreen failed again on two occasions. The asp was dispatched onsite to evaluate and repair the device, and upon arrival, the asp ultimately replaced the defective touchscreen to remedy the intermittent touchscreen failure, calibrated the touchscreen, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.